Event description:
Foley catheter balloon did not deflate completely. 6-7cc removed from balloon. When catheter removed it was noted that balloon not completely deflated. No apparent injury to pt. Pt able to void after catheter removal.